Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation the pulse generators programmed settings changed. Upon re-interrogation the device reset to its original programmed settings and the device interrogated normally.